Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 the display device showed a permanent out of range signal. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Global transmitter final functional test was performed and the transmitter passed. The customer complaint of a permanent out of range signal was not confirmed. The root cause could not be determined.